Event description:
It was reported that the while on a cruise, the person with diabetes (pwd) contacted their reporting line regarding a "line blocked" alarm from the device, accompanied by a blood glucose (bg) reading exceeding 400 mg per dl. Emergency services were not required. The pwd initially attempted to resolve the alarm using the current cassette, but the issue persisted. Ultimately, the alarm was resolved by replacing both the cassette and the infusion set. There was no patient injury/adverse event.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.